Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connection was cleaned and reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system tower display would not turn on. No pt injury was reported.